Manufacturer narrative:
The device ro14033 has been inspected for investigation purpose. The tests performed confirmed that the optical sensors did not pass tests and needed a recalibration.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the distance sensor was non-functional. There was no patient involvement reported.